Event description:
While being used to monitor a patient, the device displayed ECG comm error. The device could not be used. There was no adverse effect on the patient.

Manufacturer narrative:
Attempts to acquire the required patient information are ongoing.